Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector (cbd) instrument and investigation found a damaged conductor wire insulation at the distal end. The internal wires were exposed. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a cable or wire of the curved bipolar dissector (cbd) instrument was damaged. The planned procedure was continued with a backup instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the cbd instrument cable was loose. The instrument did not collide with the other instrument during the procedure. There was no loss of cautery and no sign of thermal damage was confirmed.